Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It has been determined that there was no malfunction with the integra 800 analyzer as the analyzer meets all of its specification. Bad water quality and water interruption was the root cause for all erroneous patient results. The external water preparation plant did not deliver the integra 800 with the specified water quality. The external water supply was shut off during instrument operation. Because of this, the high level sensor inside the pressure container failed. The high level sensor has been replaced but was not relevant to the issue. The issue was resolved by repair of the external water preparation plant. No adverse event was reported.

Event description:
The customer received questionable results for ten patient samples tested for calcium and two patient samples tested for magnesium on the integra 800. Of the twelve samples, nine were found to be discrepant for calcium on the integra 800 analyzer. All samples were repeated on a cobas 6000 analyzer and the results from the cobas 6000 analyzer were considered to be correct. Sample one initially recovered 7.5 mg/dl accompanied by a data flag. It was repeated on the cobas 6000 resulting as 9.9 mg/dl. Sample two initially recovered 6.9 mg/dl accompanied by a data flag. It was repeated on the cobas 6000 resulting as 9.3 mg/dl. Sample three initially recovered 6.8 mg/dl accompanied by a data flag. It was repeated on the cobas 6000 resulting as 9.0 mg/dl. Sample four initially recovered 6.9 mg/dl accompanied by a data flag. It was repeated on the cobas 6000 resulting as 8.6 mg/dl. Sample five initially recovered 7.7 mg/dl accompanied by a data flag. It was repeated on the cobas 6000 resulting as 9.5 mg/dl. Sample six initially recovered 7.2 mg/dl accompanied by a data flag. It was repeated on the cobas 6000 resulting as 9.2 mg/dl. Sample seven initially recovered 6.6 mg/dl accompanied by a data flag. It was repeated on the cobas 6000 resulting as 9.1 mg/dl. A corrected report was issued for the repeat result. Sample eight initially recovered 6.3 mg/dl accompanied by a data flag. It was repeated on the cobas 6000 resulting as 8.9 mg/dl. Sample nine initially recovered 6.3 mg/dl accompanied by a data flag. It was repeated on the cobas 6000 resulting as 9.0 mg/dl. The customer mentioned that they plan to correct the rest of the results to the repeats from the cobas 6000. No patients were adversely affected by the event. The customer did not provide a lot number or expiration date for the calcium reagent used. The field service representative determined the cause to be contaminated input di water. During troubleshooting, he also found that the "high level" sensor on the pressure cooker failed. The di water vendor replaced the filter. The field service representative replaced the "high level" sensor and tested it. The instrument was then found to be operating within manufacturers specifications.